Event description:
Additional information was received that two episodes of noise were observed via the remote monitoring system. Boston scientific technical services (ts) recommended performing system testing. The physician is considering scheduling a follow-up but no date has been set at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedances greater than 2000 ohms on the right ventricular channel. Pacing thresholds were also high but all other measurements were stable and within range. Isometric testing was performed but no noise was recreated and no changes in impedances were observed. The physician elected to continue monitoring the system. This ICD remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that indicated that the rv lead exhibited loss of capture due to increased pacing thresholds. The physician suspects a conductor fracture. The system was reprogrammed to turn off anti-tachycardia pacing (atp) until a revision procedure can be scheduled.